Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the physician noted the pulse generator was not stimulating properly. The chest x-ray revealed that right atrial lead dislodged. The lead was successfully repositioned.